Event description:
The lay user/pt called a lifescan (lfs) in 2006, and alleged that his meter was prompting an error 2 message. The medical affairs specialist spoke to the pt on the event date, and obtained and verified the following info. The pt stated that he has been unable to test on his meter for approx one month. The pt does not recall the exact date, however, a couple days after he was unable to test, he began to feel shaky. He ate some food and felt better afterwards. He takes a set amount of 70/30 insulin (12 units in the morning and 12 units in the evening). He stated that he took less insulin that day due to the low blood glucose symtpoms. He was unable to test on any other devices ad the time of the symptoms. He visited his physician at approx the same time and his blood glucose was on the high side. He was advised that he would need a new meter. No treatment was given at the physician's office. The pt reported that the test strips were in good condition, however, it was discovered that he was using the incorrect testing technique. This complaint is being reported, as the meter issue was not resolved. The pt was unable to test; during this time he developed symptoms that may suggest he was hypoglycemic. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.